Manufacturer narrative:
Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided as the reported issue has not repeated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when pacs pushes to the system, partial exams are showing up on another navigation system. Only the forehead was displayed. User noted that pacs is pushing to both this navigation systems at the site at the same time, however, he confirmed the systems are configured with different ip addresses. There was no patient present.